Event description:
A customer reported a low bnp result of 4.4 pg/ml and upon repeat the result was 262 pg/ml. A corrected report had to be issued. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the incorrect bnp result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the incorrect bnp result was due to the base reagent bottle being placed incorrectly in the wash 1 reagent position. The reagent bottles were replaced and the fluid lines were primed and rinsed which corrected the problem. The instrument is performing within specifications. No further eval of the device is required.